Manufacturer narrative:
The affected device has not yet been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a breach in the sterile barrier was observed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.